Event description:
A pt was transferred from a stretcher to surgical table for a urological procedure. It was noticed by the nursing staff that the pt was not seated properly and a part of him may have been resting on the transfer board. The staff began to assist the pt higher on the table. At the same time the staff repositioned the transfer board. In the act of doing so, the pt used the transfer board to assist himself as the staff attempted to reposition the board. The act of both the patients weight transfer and the adjustment of the board caused the unit to become detached from the table. No injuries have been reported. The facility's staff has been trained on the proper use of the transfer board.